Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at third-party service center, no alarms sounded and no actionable errors located in the logs. Preventative maintenance steps followed, device tested and failed for active exhalation verification pilot reading. The three-way solenoid valve was replaced to address the issue, device retested and passed.